Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer¿s blood glucose level was 40 mg/dl at the time of incident. Customer other "releeant" blood glucose level was 89 mg/dl, 40 mg/dl, 85 mg/dl, 94 mg/dl. Customer treated hypoglycemia with food and glucose tablets. Customer was unsure about auto mode feature. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose event. Based on customer report, customer not alleging that the insulin pump was over delivering. The insulin pump and reservoir will not be returned for analysis.